Manufacturer narrative:
The most probable root causes associated with this failure mode are software/data corruption or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit / risk ratio. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The customer reported that "no message appears" on the app. Attempted to be replicated using similar configurations of samsung galaxy s9 (android 10, 2.11.2.11107), the reported issue was unable to be replicated and the system functioned as intended. There were no issues identified with the customer's reported application during replication that would have led to the reported issue. Therefore, the issue is not confirmed. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported while using the abbott diabetes care (adc) librelink with samsung s9 with android phone, with operating system 10 and software version 2.11.2, the app did not activate the sensor. The customer further reported that no message appeared on their application" and was unable to obtain readings. The customer experienced headache, vomiting, a loss of consciousness and the customer was unable to self-treat, requiring non-healthcare professional administration of water and glucose. There was no report of death or permanent impairment associated with this event.